Event description:
A physician reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to double vision (diplopia) halos difficulty driving blurred/smeared vision. Surgeon stated the implant had to be explanted because the patient was unable to tolerate it. Additional information was requested, but no further information is available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).